Event description:
During attempted retraction of the amplatzer® septal occluder ("aso") into the amplatzer® torqvue® 45° delivery system ("dtv45") sheath, the aso was stuck at the sheath tip and retraction was not possible. The dtv45 sheath was exchanged with an amplatzer® 45° exchange system and the aso was removed and replaced.

Manufacturer narrative:
The aso and dtv45 sheath, loader, cable and hemostasis valve were received at aga medical and decontaminated. The aso was examined, measured, and confirmed to meet dimensional specifications. The cable was missing the vice/screw assembly and the distal tip of the sheath was inverted. The sheath tip was reconfigured and the inner diameter was measured and found to be within specifications. Using a test loader, the aso was retracted into the loader and attached to the returned sheath. The device handed-off and advanced through the sheath, however, during attempted retraction, the sheath tip partially inverted and prevented the device from retracting back into the sheath. Our investigation was not able to determine the cause of the failure described in the field, however, the damage to the sheath is consistent with difficulties retracting the device into the sheath. We are continuing to investigate into this failure, and we have forwarded this information onto our research and development team for additional review.